Manufacturer narrative:
It was reported that during a tka procedure, the femur needed to be downsized. It is unknown if there were any delays, but the procedure was successfully completed with an sn backup device. The affected visionaire cutting block, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our investigation including an engineering review by our visionaire team noted that after evaluation, it was determined that all alignment parameters were found to be within visionaire standards. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. IFU review yields that there exists instruction to revert to standard instrumentation if the user observes unsatisfactory performance of device. Risk assessment review noted the failure is appropriately managed by dfmea. No medical records were provided. Without supporting medical documentation, a thorough medical assessment cannot be performed. Some potential cause of the reported event could include but is not limited to the surgical technique used. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, this complaint will be reopened and reevaluated. We consider this investigation closed.

Event description:
It was reported that during a tka procedure, the femur needed to be downsized. It is unknown if there were any delays, but the procedure was successfully completed with an s&n backup device. No patient injuries reported.